Event description:
Device was returned stating that a dye study was done and results were "fine". There were no injuries.

Manufacturer narrative:
Analysis of pump revealed some of the teeth of gear wheel 3 partially corroded and a crack resonator on the bottom side of the top shield. Analysis of catheter revealed catheter/sc connector/coring tears-cuts in seal/no leak allegation.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter. (B)(4).